Manufacturer narrative:
It was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty appro on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant unknown date in 1992. Concomitant products: unknown agc bearing lot# unknown; unknown agc tibial tray lot# unknown. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple medwatch reports have been filed for this event. Please reference: 0001825034-2017-05001, 0001825034-2017-05002.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to pain, polyethylene wear and possible metal on metal. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethylene wear and possible metal on metal. Attempts have been made and additional information on the reported event is unavailable.